Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, no water is fed. In addition to the foreign material in the nozzle and on the adhesive of bending section cover, the evaluation findings are as follows: the suction cylinder had discoloration, due to an identification data malfunction, the radio frequency identification data cannot be read, the label on the scope connector was damaged, due to damage on the channel tube, water tightness was lost, the light guide lens was cracked, the bending tube was damaged and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's air duct/water channel were blocked. The issue was found during reprocessing. There was no patient or procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found clogging the nozzle and the adhesive on the bending section cover had foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to the leak reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.